Manufacturer narrative:
The lot number was provided. A review of the device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device will not be returned for evaluation; therefore, a product analysis will not be performed. The root cause cannot be determined.

Event description:
It was reported that during an embolization coil procedure, resistance was encountered in the microcatheter. During an attempt to remove the coil, the coil unexpectedly detached in the microcatheter. The detached coil was retrieved with a snare device. There was no reported patient injury.